Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the refrigerator drawer had failed and unable to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator drawer had failed and was not recoverable. A field service engineer (fse) checked the connections and cables, replaced the horizontal board, but the issue persisted. The fse found that the refrigerator bin drawer 2-2 was failed, not opening and would not lock. The interface and relay access controller (irac) was replaced, and the refrigerator bins 2-1, 2-2, and 2-3 were tested successfully. Subsequently, bin 1-2 also failed to open or unlock. Attempts to resolve the issue were unsuccessful, and a new irac has been ordered. Additionally, row 1 drawer 2 experienced a similar failure. The irac was replaced, diagnostics were run, and all refrigerator pockets were tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the refrigerator drawer had failed and unable to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.